Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced profuse sweating, nausea, irritability, and a general feeling that something was wrong. When a fingerstick was taken the cgm reading was in the low to mid 200 mg/dl range, and the blood glucose reading was in the 400 mg/dl range. An ambulance was called and the patient was brought to the hospital. The reporter was unable to provide any information about what happened at the hospital. The patient was discharged after spending 1.5 to 2 days at the hospital. At the time of the report the patient´s current condition was unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.